Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device also was received with moisture damage at the lcd board. Further testing could not be performed due to the unresponsive buttons. The unit had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump was failing to load. She also reported that he had received no delivery alarms on the insulin pump which were resolved by changing the infusion set. She stated that the customer had gone fishing and that the display screen became foggy and the insulin pump alarmed for a button error. The blood glucose reading was not known. Nothing further was reported.